Manufacturer narrative:
H6: investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives in drawer a. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and replaced (441460 - pc board electronics drawer bfx spare). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed a previous complaint for false positive issue for ((B)(4)) resolved by replacing power supply main dc bfx spare. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. The root cause was pc board malfunction. CAPA (corrective and preventive action) 410111 was recently implemented for false positives. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 5 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that drawer a, 5 false positives. Customer stated 3 went at one time and then the next 2 flagged at the same time. What confirmatory testing was performed that determined the false positive result? The vials were subcultured and they repeated today and confirmed still negative. Were any erroneous results reported to the doctors? No."

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 5 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that drawer (B)(6), 5 false positives. Customer stated 3 went at one time and then the next 2 flagged at the same time. What confirmatory testing was performed that determined the false positive result? The vials were subcultured and they repeated today and confirmed still negative. Were any erroneous results reported to the doctors? No."